Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. All available information has been provided.

Event description:
It was reported that gentamicin and tpn with calcium was infusing at 13ml/hour. The patient, a "late preterm infant", with respiratory and feeding difficulties had received a new IV at 0200. At 0300 the IV site was assessed and found to be normal. At 0345 the IV site was found to be infiltrated, and the patient had a 2cmx3cm calcium burn on their right hand. The infusion was stopped, the patient did not receive the entire dose of gentamicin, and the patient received a new IV. The burn was treated with hyaluronidase (150 units subcutaneous). The maximum occlusion pressure setting for the nicu was supposed to be set at 75mmhg but was found to be set at 525mmhg.